Manufacturer narrative:
Add'l info will be provided once the investigation is completed. A second similar unit with (B)(4) was also implicated in this event.

Event description:
It was reported that the lens on each unit was falling off.